Manufacturer narrative:
The kor desensitizer caused an allergic reaction. The patient stopped whitening and use of the desensitizer and the swelling went down within 2 days.

Event description:
Dentist's office called in and reported a patient contacted them regarding an allergic reaction. The symptoms were swelling of the lips. It occurred over the weekend and the patient is now fine. The swelling has gone away.